Event description:
The customer reported via phone call that they had moisture exposure to the insulin pump. The customer reported falling into the pool. Customer's blood glucose was unknown. The customer stated there was fluid present under the lcd display. It was also found there was fluid in the insulin pump's casing, near the drive support cap. Customer did not have any other damage to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.